Manufacturer narrative:
Results: the velocity strain relief was stretched. The velocity was fractured approximately 2.5 cm from the hub underneath the strain relief. Conclusions: evaluation of the returned devices revealed that the velocity strain relief was stretched and the catheter shaft was fractured with the pss3d stuck inside. If the strain relief is held, while the pss3d is forcefully retracted through the velocity, damage such as this may occur. The kink noticed in the velocity prior to pulling harder to remove the pss3d likely contributed to resistance prior to the fracture. Penumbra catheters and separators are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system separator 3d (pss3d) and a velocity delivery microcatheter (velocity). During the procedure, the physician made two passes using the pss3d and the velocity. During the third pass, the physician removed the pss3d and the velocity together while aspirating. After removing the velocity and the pss3d from the patient, the physician attempted to remove the pss3d from the velocity. The physician noticed the velocity was kinked near the hub, and was unable to retract the pss3d out of the velocity. While attempting to pull harder to remove the pss3d, the pss3d broke off inside of the proximal end of the velocity. The procedure was therefore completed using a new stent and a new catheter. There was no report of an adverse effect to the patient.